Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of stylus and cursor not being aligned. It was noted that the power cord bay was broken and the system fan was noisy. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was unable to be calibrated. It was noted that several new stylus were installed but none were able to operate normally. The product has been returned for service, test and calibration. There was no patient involvement.